Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney alleges that twenty-one months post implant the pt underwent removal of the mesh. Allegedly the pt had developed a fistula and the infected mesh was removed. No specific device failure has been alleged and medical records have not been provided. We have contacted the initial reporter to request additional info. Fistula and infection are know possible adverse events listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for eval. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2010 - a bard composix kugel hernia patch was used to repair the pts' hernia defect. On (B)(6) 2011 - pt's bard composix kugel hernia patch failed requiring removal. The pt underwent surgery to explant the mesh. During surgery the pt's surgeon noted "an enterocutaneous fistula had formed where the mesh had eroded into a loop of small bowel." Subsequent to the erosion of the mesh, pt required a small bowel resection and removal of the infected mesh. The attorney's report alleges pain, fistula, erosion, bowel injury, infection, defective mesh, additional surgery, permanent injury, explant.